Manufacturer narrative:
The insulin pump was received with frozen screen anomalies and constant watchdog alarms during boot up due to moisture damage on all electronic assemblies. The insulin pump was unable to perform displacement test, operating currents measurements and off no power test due to frozen screen anomalies and constant watchdog alarms during boot up. The insulin pump was unable to verify off no power anomalies due to frozen screen anomalies and constant watchdog alarms. The insulin pump had a cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, cracked belt clip slot and partially cracked end cap. The insulin pump had a corroded motorhome switch noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer had an off no power anomaly on the insulin pump.